Event description:
Technical services received a call on 7/17 /2012. Callersending in strip to verify capture in the atrium. Technical services received strips. Looks like potential atrial non capture but hard to tell with just this strip. Need to get thresholds at different speeds at max outputs and also an underlying. Technical services said it is hard to say since the ap and morphology can't be seen in the large ors, only the last strip looks okay but technical services suspects that it is fusion. Can't say that there is or is not capture. Can try to drop the EKG gain, change avd and change rate. Patient feels fine. No additional information is available at this time. Ra lead remains in service. Lead was implanted (B)(6) 2001. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).